Event description:
Boston scientific received information that during post operation check, this pacemaker and right ventricular (rv) lead exhibited high out-of-range pacing lead impedance. Additional information was received and indicated that the chest x-ray did not show any lead issues. The physician successfully reposition the lead from rv apex to rv septum and got normal measurements. The system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.